Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate) was unable to be duplicated. As received, the belt passed incoming functional testing during which the ECG acquisition and pulse delivery circuitry was verified. However, upon evaluation, the yellow (pgnd) wire was kinked inside the trunk cable hex crimp connector. The cause of the alleged inability to communicate is an intermittent communication failure. The cause of the intermittent failure is the damaged yellow wire. The root cause of the damaged yellow wire cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.